Manufacturer narrative:
Manufacturing evaluation: we received 1 unopened dispenser packaging in a decontaminated condition; the used scalpel blade is missing. A visual inspection of the unopened dispenser package showed no failure. For further investigation, we opened the package and optically inspected the scalpel blade. No deviation or failure on the cutting edge was detected. We only found grooves at one side of the surface of the blade. Furthermore, the instrument was sent to the production department for further investigation. The report will be updated when we receive a statement from the production department. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most likely usage related. Rationale: due to the circumstance that the product has been sent to the manufacturer for an analysis this is a preliminary report and it will be updated when we receive a statement from the manufacturer. The used blade was not available for investigation. The complained product should be available for investigation to determine the exact cause. No failure at the cutting blade could be found and therefore there is the possibility for a usage error to an improper handling. There is the possibility that it may have been used to cut hard material like bone or something else. It is also possible that other instruments or implants have been accidentally touched and the blade damaged. The grooves could have been caused due to a manufacturing error. Corrective action: the cause has been forwarded to the responsible quality coordinator of the production plant to check the issue and initiate further actions if appropriate.

Event description:
It was reported that there was an issue with the scalpel blade. During an unspecified procedure, it was noted that the sharp edge became blunt after using it to cut 1 cm of skin. Additional information was not provided.